Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.